Manufacturer narrative:
(B)(4) .although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73d2400447 and 73d2400178. Per DHR the product visistat 35r 6/box lot # 73d2400447 was manufactured on 04/09/2024 a total of (B)(4) pieces. Lot was released on 04/24/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2400178 was manufactured on 04/02/2024 a total of (B)(4) pieces. Lot was released on 04/16/2024. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared slightly misaligned. There were no signs of biological material on the device. The stapler was received with 33 staples remaining in the cover block, indicating that at least 2 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. On the first attempt to fire the device, two staples fired simultaneously. The first staple fell out of the device without forming and the second staple formed incorrectly. Despite the slight misalignment, the next three staples were able to fire properly. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. The next ten staples were successfully applied to the simulated skin pad. However, the next two staples fired simultaneously and were both unable to form. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the staples were slightly misaligned. A device history record review was performed on two potential lot numbers, and no relevant findings were identified. Upon functional inspection, the staples were not able to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by th e manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler (staple not firing/jammed) during suturing procedure". No report of patient harm or injury.